Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "total hip arthroplasty using a cylindrical cementless stem in patients with a small physique" written by yoshihide nakamura, md, phd, hiromasa mitsui, md, phd, akira kikuchi, md, phd, satoshi toh, md, phd, and hiroshi katano, md, phd published by the journal of arthroplasty vol. 26 no. 1 2011 accepted for publishing 26 october 2009 was reviewed for MDR reportability. The article's purpose: " we report here the clinical and radiological results of total hip arthroplasty (tha) using aml cementless stems for 50 joints in 44 japanese patients and prove that this cylindrical cementless stem works well in small-proportioned patients." The data was compiled from 50 joints in 44 patients with followed for 12 to 20 years. Depuy products utilized: aml stem with acetabular cup system (acs) liner coupling with a metal shell. Adverse events noted: dislocation, revision of acetabular components due to poly liner wear or breakage, excessive poly wear. There were no stem revisions. The article does not provide adequate information to determine exact quantities of products as patients may experience more than one adverse events. The article does not provide information regarding interventions for every adverse events.